Manufacturer narrative:
The customer¿s report of bulge/balloon in the silicone segment below the upper fitment was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damage to the components. No issues were noted during visual inspection but tactile examination found that the silicone segment tubing was weakened on its upper portion just below the upper fitment. Functional testing confirmed slight bulging visible during priming and gravity flow. However, additional functional testing with the set inserted into a lab module and tested at 125 ml/hr for one hour produced no alarms, and no bulge/balloon was observed following a simulated IV push test when the device door was opened. The root cause of the silicone segment bulge was not able to be identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a ballooning of the silicone segment during an infusion on a patient. There is no report of patient harm.

Event description:
The customer reported a ballooning of the silicone segment during an infusion of d5 1/2ns with 20meq of kcl on a patient.